Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to trunionosis; cocr ions. Presented as a previously pain free joint with a post. Dislocation surgery showed a significantly adverse local soft tissue reaction with half of the gluteusneoius avulsed.